Manufacturer narrative:
Final analysis found normal device characteristics. It was confirmed that rapid battery depletion had occurred in the field but it could not be reproduced. The cause of the rapid depletion could not be determined.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.